Event description:
Bedside monitor used to continuously monitor patient oxygen concentration (spo2) and ge spo2 cables have a very big problem when it comes to latching mechanism between patient sensor and trunk. Cable keeps breaking off and coming lose.